Event description:
The firm was notified of three anaphylactic reactions associated with diagnostic cardiac catheterizations. One pt had a compromised airway, and two pts experienced severe hypotension requiring significant medical intervention including administration of IV cardiac pressors (dopamine). Dr suspects there is a substance in the kit packaging that is adherent to the catheters resulting in the anaphylactic reactions. No product was provided to the firm, but the last one associated with a reaction was placed under a sterile cover and kept inside the locked treatment room.